Event description:
Event description guidant received information that one day after the implant procedure, this lead had displayed high impedance measurements and loss of capture. A lead dislodgement was also suspected, which may have been caused from moving the patient's arm above his head soon after the implant procedure. In addition, a pneumothorax had occurred secondary to multiple subclavian needle sticks to gain access to the venous system to implant the lead.